Event description:
It has been reported to philips that the device failed to power on. The device was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system stopped at 00:00. Review of the system log file showed that the system failed to boot up because the grabber card initialization failed. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The engineer replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.